Manufacturer narrative:
(B)(4). Procedural cine was provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided. Aortic root angiogram, ectasia (35.2 mm), showed the cusps were calcified. No sequence of valve alignment was provided. Pusher was retracted beyond the middle marker, the valve was not centered on the delivery system balloon. Post valve deployment, the aortic dissection could be seen (confirmed). Post valve deployment, aortic diameter measured 43.5mm. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.  Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest the patient¿s tissue fragility was the reason for the dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in italy, post placement of the 23mm sapien 3 case by tf approach in aortic position, post procedure, an ascending aortic dissection was discovered. There were no issues tracking the commander through the aorta or crossing the native valve. Surgical intervention was necessary to repair the dissection. The patient was in the critical care unit post procedure and died 4 days later due to septic shock caused by pneumonia. As per perceived root cause, tissue fragility was the reason for the dissection.

Manufacturer narrative:
Reference CAPA-20-00141.